Event description:
A report was made regarding a malfunction involving a chipped charging port covering area that could potentially allow water ingress, along with scratches on the screen, cracks around screws, and damage to the back of the pump. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding corrective actions taken or the outcome of the event.